Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a flow rate of 0.0lpm . It was determined that the nurse cut the pads. After 30 minutes the nurse re-fitted the patient with new pads; however, the flow rate remained of 0.0lpm. The nurse did not know how to empty the pads properly; therefore, ms&s walked the nurse through emptying the pads. The water reservoir was low so ms&s walked the nurse through filling the device and disconnecting the pads. The nurse then removed the fdl and ran diagnostics. After reconnecting the pads one by one the flow rate settled in the 3lpm range. Therapy was resumed without further issues.

Manufacturer narrative:
The device was not returned for evaluation. The reported event was confirmed as user related based on the event reported, because the nurse cut the pads. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ""the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance"." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a flow rate of 0.0lpm . It was determined that the nurse cut the pads. After 30 minutes the nurse re-fitted the patient with new pads; however, the flow rate remained of 0.0lpm. The nurse did not know how to empty the pads properly; therefore, ms&s walked the nurse through emptying the pads. The water reservoir was low so ms&s walked the nurse through filling the device and disconnecting the pads. The nurse then removed the fdl and ran diagnostics. After reconnecting the pads one by one the flow rate settled in the 3lpm range. Therapy was resumed without further issues.